Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, muscle pain, fever, chills. The cause of peritonitis was reported as "due to enterococcus faecium." It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin 1g, intraperitoneal, for 21 days. It was reported that the patient was treated with vancomycin 1g intraperitoneal and ceftazidime 1g intraperitoneal for "primary infection with klebsiella oxytoca" . Additionally, the patient was treated with cloxacilin tablet 500mg a day for 14 days. It was reported that the patient received empiric vancomycin 1g, ceftazidime 2g, (intraperitoneal) with antibiogram ceftriaxone 2 g for the report of "third e.coli infection". It was reported that the patient also received ciprofloxacin (oral) for 14 days. It was reported that a fourth infection with klebsiella oxytoca occurred and the patient was treated with 1.3g of vancomycin intraperitoneal, ceftazidime 1g intraperitoneal, and fluconazole (dose and route not specified), then amikacin 100 mg for 21 days. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.